Event description:
It was reported that this displayed a bd message alert indicative of a potential premature battery depletion (pbd). The device battery decreased to 1%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this displayed a bd message alert indicative of a potential premature battery depletion (pbd). The device battery decreased to 1%. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported.